Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (pod pc), pod coils, and a lantern delivery microcatheter (lantern). During the procedure, the physician placed multiple pod pcs and pod coils in the target location using the lantern. The physician advanced and detached another pod pc in the target location. Subsequently, while removing the pusher assembly of the pod pc, the physician noticed the pusher assembly had broken off within the lantern and became stuck. Therefore, the lantern containing the broken pusher assembly of the pod pc was removed. It was reported after removing the lantern, the hospital technologist noticed the lantern was stiff where the pusher assembly had broken off and became stuck. The lantern was not used for the remainder of the procedure. Next, the physician inserted a new lantern into the patient and then advanced the next pod pc through the lantern. While attempting to form the pod pc in the desired location, the coil had unintentionally detached. It was reported that the pod pc detached in the desired location; therefore, the physician used the pusher assembly to push and secure the pod pc in the vessel. The procedure was completed using additional pod pcs and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 12/1/2022: 1. Section b. Box 5. Describe event or problem. This report is associated with MFR report number: 3005168196-2022-00538 h3 other text : placeholder.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5112797. This report is associated with MFR report number: 3005168196-2022-00538.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2022-00538.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (pod pc), pod coils, and a lantern delivery microcatheter (lantern). During the procedure, the physician placed multiple pod pcs and pod coils in the target location using the lantern. The physician advanced and detached another pod pc in the target location. Subsequently, while removing the pusher assembly of the pod pc, the physician noticed the pusher assembly had broken off within the lantern and became stuck. Therefore, the lantern containing the broken pusher assembly of the pod pc was removed. It was reported after removing the lantern, the hospital technologist noticed the lantern was stiff where the pusher assembly had broken off and became stuck. The lantern was not used for the remainder of the procedure. Next, the physician inserted a new lantern into the patient and then advanced the next pod pc through the lantern. While attempting to form the pod pc in the desired location, the coil had unintentionally detached. It was reported that the pod pc detached in the desired location; therefore, the physician removed the pusher assembly and flushed the lantern to secure the coil in the vessel. The procedure was completed using additional pod pcs and the same lantern. There was no report of an adverse effect to the patient.